Event description:
It was alleged the caster on the bed had broken at the metal housing above the caster stem, causing the brakes to not function. The patient was reportedly attempting to exit the bed and the bed moved (with the brakes applied) and the patient fell between the bed and the wall. The patient allegedly received cuts on their forehead requiring medical intervention.